Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer experienced abdominal pain and difficulty in breathing. The customer did not mention any treatment related to high blood glucose level. The customer also reported motor error on the insulin pump. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. No motor error alarm noted. Motor passed motor test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).